Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: on 4/3/2017 - phone, 4/3/2017 - voicemail, 4/10/2017 - voicemail. A ge healthcare service representative performed a checkout of the equipment and confirmed a large leak from a crack in the co2 absorber canister. The co2 absorber canister was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit would not mechanically ventilate as expected. There was no report of patient injury.